Event description:
It was reported by a nurse on behalf of the patient that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached around almost 600 mg/dl. Symptoms reported include feeling lethargic and looking pale. The patient was treated with intravenous (IV) fluids. The patient was still at the ER at the time of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.